Manufacturer narrative:
Other relevant device(s) are: product ID: 9 736226, serial/lot #: (B)(4). The software investigation found that the reported event was related to a software issue. This issue was documented in a software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure (during a demo). It was reported that while in the application, the system displayed an error code 64 and it exited the application to the login screen. They were able to log back in and continue. No patient present. Additional information was received. It was reported that the likely cause was that this was a one off glitch.